Event description:
Originally implanted in 1999. She returned to the implant center last week in april for her device fitting session. The cochlear implant team was unable to establish lock between the internal and external components of the system. After several unsuccessful attempts were made, the child's parents asked that the device be removed and another clarion be reimplanted. Revision surgery took place in 1999.